Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 10 closed samples and 2 open and unused samples (contaminated) with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and 1 sample does not fulfill the european pharmacopoeia (ep) requirement for minimum: 0.70 kgf in average and 0.007 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). This closed sample that does not fulfil the minimum has the needle already detached from the thread when opening the pack. Taking into account the open samples with the needle detached from the thread and the thread is still wound on the pack and the closed sample received with the needle already detached from the thread when opening the pack, we consider this complaint to be confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.86 kgf in average and 0.67 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the closed sample received with the needle already detached from the thread shows the needle escaped from the thread. As the open samples received are contaminated, a further analysis cannot be performed with these samples. Final conclusion: considering the open samples received and the closed sample with the needle already detached from the thread when opening the pack, we conclude that the complaint is confirmed as well. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is detached from the thread.